Event description:
It was reported that the patient was having ¿a lot of problems¿ with her abdomen. She was seeing physicians regarding the pain she was having which she experienced from the tailbone going forward. The patient had strenuous physical therapy on (B)(6) and the next day the pain began. The patient was going to her pain physician the week following report and the physician was going to do something with the patient¿s implanted baclofen pump. A neurologist told the patient on the date of report that it was probably a muscle spasm and the muscle was too tight. The patient was experiencing muscle spasm in the back and legs, and felt like her implantable neurostimulator (ins) had moved because sometimes it hurt. A neurologist indicated tight muscles could have caused the ins to move. The patient hadn¿t noticed any other changes to that area. It was noted it hurt since the patient had the device with ¿bouts of pain radiating from the tailbone to the front¿. It was also noted that it went all the way down the patient¿s left leg, which was really tight because, her left side was paralyzed from a stroke which occurred prior to implant. It was noted, the patient also had pre-existing fibromyalgia. The patient hoped the issue would get cleared up because, she hadn¿t been able to walk or get up off the toilet. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v361601, product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).